Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The patient had repeated emergency backup battery (ebb) fault alarms. Many cleared after multiple self-tests. The ebb was reseated but alarms kept returning. The ebb alarm failed to clear after 15x self-tests then they exchanged the system controller. It appeared that ebb was not passing the load test.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted and downloaded log files but was not reproduced on the returned heartmate 3 system controller. The submitted and downloaded controller event log files was reviewed and contained overlapping data from 30dec2025 to 31dec2025 per timestamp. Throughout the log file, intermittent backup battery fault alarms were captured due to the backup battery not passing the load test. The backup battery did not pass the load tests due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The backup battery fault alarms resolved each time when a load test was performed. On 31dec2025, a backup battery not installed alarm was captured, which is consistent with the reported backup battery reseating. Shortly after, the driveline was disconnected which is consistent with the controller exchange. On 25dec2025, 28dec2025, and 30dec2025, the submitted and downloaded controller periodic log files captured active backup battery fault alarms due to the backup battery not passing the load test. Due to the exact onset of the alarms not being captured, the causes of the backup battery fault alarms were not known. The alarms resolved by the next time data was captured. There were no other notable events captured in the log files. The returned system controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. The provided information indicated the backup battery was reseated and the alarms did not resolve, approximately 15 self-tests were performed during troubleshooting without full resolution of the alarms. The controller was then exchanged. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.